Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(6).

Event description:
Customer called with a complaint the meter was storing his results in the meter memory with the control symbol. Customer stated he was feeling physically well at the time of the call. Customer stated he obtained the 100 count container of true test testing strips lot# ps2293 on (B)(6) 2015. Customer opened the box approximately (B)(6) 2015. Customer stated when he opened the box one of the 2 vials of strips was opened. The customer stated the strips were all in the vial but the lid was open.